Manufacturer narrative:
It is not known what role, if any, the lava ultimate restoration may have played in the reported patient outcome. Other factors, such as prior decay or patient hygiene, may have led to the reported outcome.

Event description:
On august 5, 2016, a dental professional reported a case of a (B)(6) male patient who required endodontic treatment of tooth #30. This tooth had received a lava ultimate cad/cam restorative for cerec crown on (B)(6) 2014. Prior to the seating of the lava ultimate crown, this tooth had a porcelain-fused-to-metal crown on which the porcelain had fractured; this tooth was also noted as having recurrent decay. In (B)(6) of 2016, it was noted that this crown had debonded and the distal tooth structure had fractured; infection of the pulp was observed and root canal therapy was performed on (B)(6) 2016.